Event description:
It was reported that the ppm (pulses per minute) was too high on the epg (external pulse generator). No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis was unable to confirm the customer comment that the pulses per minute was too high. It did find the upper and lower cases, one control knob and the side bail covers were broken, that the lower case, ring cover and battery flex were contaminated and that the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.